Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(6). (B)(4).

Event description:
The end user reported that last month he developed an open area that he described as a blister with the top layer of skin off and it weeps. It is five inches long horizontally and one inch wide vertically and located under the tape collar and directly under stoma. Additional info was received on (B)(4) 2015 stating the end user saw his physician after speaking with a nurse on (B)(6) 2014. The physician prescribed fluconazole 200 mg by mouth for five days. After completing the dose, he noticed a 30% improvement in the redness and itching. However, the itching has started to occur again. Reviewed crusting technique and the end user was instructed to contact his physician for further treatment options.